Event description:
Please note the complaint below involves a device associated with an adverse event that is not manufactured by (B)(6). Received a return call from patient (B)(6) on (B)(6) 2025 at 12:31 pm cst at (B)(6) confirming that the patient was able to complete treatment on the reported day (B)(6) (B)(4), on (B)(6) (B)(4). Regarding the hospitalization, the patient reported she could not recall the exact date but believed she was admitted last week, likely on thursday, (B)(6) 2026. She confirmed the admission was for a catheter malfunction, the draining issues persisted for unknown reasons, this resulted in a catheter replacement surgery on (B)(6) 2026. However, the patient transitioned from peritoneal dialysis to hemodialysis on (B)(6) 2026. While the patient denied any other symptoms or infections and is currently stable, she expressed that she may return to peritoneal dialysis in the future. The patient confirmed that she is still at the hospital. No discharge date is available at the moment. Patient hospitalization and switch in modality reported. The required information has been obtained; therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).